Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was evaluated and the issue was confirmed; however, a root cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported by a pharmacist that there was a bladder rupture in an infusor during the fill. The reservoir ruptured, but there was no patient involved. Therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.